Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon eval, there was contamination on the battery board. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem.